Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), dysmenorrhoea ("menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed."), arthralgia ("joint pain"), abdominal pain lower ("abnormal cramping") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (supracervical hysterectomy (uterus only), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, vaginal haemorrhage, pelvic pain, abdominal pain, anxiety, depression, migraine, headache, nausea, tooth disorder, fatigue, alopecia and arthralgia had not resolved, the dysmenorrhoea, dyspareunia and abdominal pain lower was resolving and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: date discrepancy in removal- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received- new event abnormal cramping, fibromyalgia were added. Outcome of dysmenorrhoea, dyspareunia changed from not recovered / not resolved to recovering / resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed."), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, vaginal haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, anxiety, depression, migraine, headache, nausea, tooth disorder, fatigue, alopecia and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure removal date updated to 30-apr-2016. Indication updated to permanent birth control by bilateral occlusion of the fallopian tubes. Events incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (undergo a full hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.